Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted. Additional information has been requested, however none has been received to date.

Manufacturer narrative:
The product was returned. Solution was observed on the lens. Both haptic and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint; a malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).